Event description:
A discordant, falsely elevated glucose result was obtained on a patient sample on a dimension vista 1500 instrument. The patient sample was run, and resulted low. The laboratory reran the sample and it resulted higher. The higher result was reported to the physician(s), who questioned the result. The patient was redrawn, the new sample was tested four times, and the results matched. The rerun results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated glucose result.

Manufacturer narrative:
A siemens global product support (gps) specialist evaluated the instrument data.. After evaluation of the instrument data, the gps specialist did not find an instrument malfunction. The quality controls were within range and there were no instrument errors. The redrawn sample results matched the initial result from the patient. The cause of the discordant, falsely elevated glucose result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.